Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. On 05/15/2010 (through follow-up with the health-care provider), a response was received, however, no additional information was provided. It was noted that the surgeon has not seen the patient since 2002, and has since relocated to another hospital.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a response was received, however, no additional information was provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.